Event description:
Plaintiff is a registered nurse and used latex products, including latex gloves, from 1986 to 1990. Shes states that during that time she was exposed to allergens released from these latex products and has developed an allergy to latex and its components.